Manufacturer narrative:
Eval: nylon bushing.

Event description:
It was reported by service report that the siderail would not lock in up position. It is unk if there was pt involvement or if there are adverse consequences to report.